Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 05-feb-2019 with the following findings: review of the black box and alarm history revealed record of call service 088 on (B)(4) 2017. The battery compartment and battery cap were intact and without damage. The battery cap secured properly to the pump. The pump powered on normally and ez-prime steps completed successfully. The pump was exercised without any errors, alarms or warnings occurring. There was no damage defect or contamination of the pump¿s internal components. Investigation did not duplicate the complaint.